Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while acquiring diagnostic aortic angiograms during an endoleak diagnosis procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's aortic bifurcation with the 4f catheter. During catheter manipulations within the patient's descending aorta the catheter tip detached and lodged within the patient's renal artery. The physician successfully retrieved the catheter tip from the patient with no additional consequences to report.